Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A cartridge fluid leak occurred during a routine hemodialysis treatment. The operator did not perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to treatment being discontinued without performing rinseback. Evaluation of the returned cartridge confirmed a leak at the balance chamber of the fmp. The exact cause of the leak is unknown at this time. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.